Manufacturer narrative:
Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: 17-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a loss of therapy. The impedance was checked and high impedance was measured. It was unknown if there was any external or environmental factors that led to the event. The patient's extension was replaced and the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), explanted: (B)(6) 2018, product type extension. The returned extension ((B)(4)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #3 conductor was broken 2.9 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The extension was returned. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.